Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 38 mg/dl and was unsteady when standing and walking requiring third party assistance. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an issue with remaining insulin reading at the end of cartridge use. It was reported that the remaining insulin reading on the pump showed 20 plus units more than the amount reported in the cartridge. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged remaining insulin reading issue of unknown causes.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged remaining insulin reading discrepancy issue was not duplicated in the evaluation. The pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and the pump¿s remaining amount of insulin added up correctly. A rewind/prime sequence was performed on a test pump and a test cartridge with 100 units of insulin. The test cartridge was then loaded onto the returned pump after a full rewind. Load cartridge was executed and the pump¿s remaining insulin reading matched the remaining reading on the cartridge, both at 100 units. A prime step was performed until 20 units remained and no discrepancy was found between the pump¿s reading and the cartridge reading.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.